Manufacturer narrative:
Patient underwent a revision procedure on june 2019, where construct was removed with no reported issues. No patient injury reported. Product was returned and investigation was performed. Based on the review of the radiographs and CT scan along with product received, the root cause of the issue may be attributed to procedural error related to implant selection and proper placement. Based on the labeling review, an incompatible pedicle screw system was utilized off label as it is not approved for cervical placement. Labeling review: "...compatibility: do not use vuepoint oct with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. Based on the fatigue testing results, when using the nuvasive vuepoint oct system, the surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system.

Event description:
Reference h10 for updated information.

Manufacturer narrative:
No product information provided and no device returned for evaluation. Radiographs and CT scan received confirmed the alleged event. Review of the complaint report suggests that challenging anatomy created placement difficulties during the index procedure but no root cause could be determined. Labeling review: "...care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. All non-sterile parts should be cleaned and sterilized before use. Devices should be inspected for damage prior to implantation. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...." "...use of cross sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary..." "... Potential risks identified with the use of this system, which may require additional surgery, include: ¿ bending, fracture or loosening of implant component(s) ¿ loss of fixation..." "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...all implants should be used only with the appropriately designated instrument (reference surgical technique)..." Still in - situ.

Event description:
On (B)(6) 2019 radiographs confirmed a lock screw back out and rod separation at level c2 as well as a tulip separation at c3. Revision procedure is planned for (B)(6) 2019. No patient injury has been reported.